Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted. Deformation/fracture of inner coil with extension problems. Helix/lobe was bent/distorted. Upon visual inspection it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil.

Event description:
It was reported during the implant procedure that the lead could not be rotated back. The lead was not implanted. No patient complications have been reported as a result of this event (B) (4).